Manufacturer narrative:
Zoll medical corporation has received the product and will be providing a supplemental report when our investigation is completed.

Event description:
Complainant alleged that during biomed testing, the associated device failed self test using these electrode pads. Complainant indicated that there was no patient involvement in the reported malfunction.

Manufacturer narrative:
The electrodes were returned to zoll medical corporation; the customer's report was duplicated and attributed to the connection between apex pad and the shorting wire was having continuity problem when being manipulated. The electrodes were scrapped. Analysis for reports of this type has not identified an increase in trend.